Manufacturer narrative:
Product analysis: at analysis it was determined that the ventricular output connector had two broken pins and the atrial output connector had corrosion. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required calibration. The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that the epg ventricular and atrial output connectors subsequently tested out of specification during manufacturer's analysis.